Event description:
The wife of a male pt contacted lifecor customer support to report that the battery pack that was on the battery charger was showing a battery fault light, and it would not start the monitor. She had already contacted a lifecor pt service rep (psr) to swap out the battery pack. Pt's spouse could not read the serial number off the battery pack. Support contacted the psr and asked that they perform a download when the battery pack is exchanged. In 2007, the psr visited the pt and performed a download. The psr also exchanged the battery charger. The download showed a "battery pack fault" flag.

Manufacturer narrative:
Device manufacture date: battery pack - 06/2006. Battery charger - 08/2006. Device evals of battery pack and battery charger have been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Battery charger was found to operate normally. It was restocked. No adverse event resulted from the faulty battery packs. The pt received a replacement battery pack and battery charger.